Manufacturer narrative:
(B)(4). Reported event was confirmed by review of received operative notes. No device failure was detected. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date implanted - (B)(6) 2013. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01922, 0001822565-2017-01923, 0001822565-2017-01924.

Event description:
It was reported that patient is experiencing hip pain, inflammation, stiffness, and discomfort approximately four years post revision surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products: hgp ii neutral longevity liner 32 ID, size f catalog#: 32673200601 lot #: 61935645. Unknown cup catalog#: unknown lot #: unknown. Unknown stem catalog#: unknown lot #: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was report that the patient was found to have infection approximately 2 weeks post right hip revision surgery. The patient was treated with antibiotics, however, continued to experience pain, swelling and stiffness, which improved with physical therapy. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Initial medwatch was submitted with a notification date of 03/09/2017 and submitted on 04/07/2017; however the correct notification date is 03/02/2017.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Concomitant medical products - unknown cup, unknown liner and unknown stem. Therapy date - unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.